Event description:
It was reported that the lag screw reamer/drill tip broke intra-operatively while attempting to centre the guidewire within the nail¿s guide hole. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.